Event description:
No further event information is available at the time of this report

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified a piece of debris within the sealed sterile packaging. Fourier-transform infrared spectroscopy (ftir) spectrum analysis of the debris could not conclusively identify its material composition. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when leaving zimmer biomet was not conforming to specifications. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the incoming inspection member found debris in the sterile package. No further information was available at the time of this report.